Event description:
A false positive advia centaur cp troponin ultra result was obtained and reported on pt #1. The physician questioned the result and the pt sample was rerun in duplicate. The repeat tni ultra results were both negative. A corrected report was issued by the laboratory. An elevated positive advia centaur cp troponin ultra result was obtained on pt #2 when the sample was run in duplicate. The positive troponin values were not in agreement of one another. Pt treatment was not prescribed or altered for either pt #1 or pt #2. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur cp troponin ultra results for pt # 1 and pt #2 are unknown. The instrument is performing within spec. No further eval of the device is required.